Event description:
Report that right brake broke and end user fell, suffering a concussion.

Manufacturer narrative:
The end user reported that she applied both brakes at the same time and the device would not stop. She stated, one brake was broken. She fell on her right side and was taken to the ER for eval. She was discharged from the ER with a diagnosis of bruises and a concussion. She did not reinjure her left foot. The sample has not been returned for eval and a root cause for the reported incident has not been determined. If one brake was not functioning, the other would have functioned. We have not had any other reports of the brakes failing or breaking. At this time, no corrective action is indicated. If the sample is returned at a later date, it will be evaluated. Due to the reported injury, a medwatch is being filed.